Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample showed the presence of a white precipitate in the access filter pod. The reported condition was verified. Particulate would have been detected during the inspection of the production step; therefore, the particles were not present during the manufacturing process. The cause of the condition could not be determined; however, the most probable cause was due to the precipitate was created during treatment when the different infusion fluids were mixed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified particulate was observed inside the tubing of a prismaflex st100 set during prime. Heparin solution was the priming solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.